Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant protection of a 5f mynx control vascular closure device (vcd) has been torn off. Hemostasis was achieved using manual compression for less than 30 minutes. There was no reported patient injury. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer was mynx certified. The vcd was used with a 5f non-cordis sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. There was moderate vessel tortuosity and little presence of pvd or calcium in the vicinity of the puncture site. The device was stored and prepped according to the IFU. The damage was noted during insertion into the sheath, and the device was removed from the packaging according to the IFU. No excess force was applied during insertion. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the sealant protection of a 5f mynx control vascular closure device (vcd) has been torn off. Hemostasis was achieved using manual compression for less than 30 minutes. There was no reported patient injury. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer was mynx certified. The vcd was used with a 5f non-cordis sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. There was moderate vessel tortuosity and little presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. The device was stored and prepped according to the instructions for use (IFU). The damage was noted during insertion into the sheath, and the device was removed from the packaging according to the IFU. No excess force was applied during insertion. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection revealed that both button 1 and button 2 were in the non-depressed position. The stopcock was in the open position, and a cordis mynx syringe was attached to the unit. The sealant was in its manufactured position and fully covered by the sealant sleeves. A frayed/split/torn condition was observed on the sealant sleeves. The catheter sheath introducer (csi) was not returned for evaluation. The balloon was deflated, the core wire was present, and the atraumatic tip showed no visible damage or abnormalities. No additional anomalies were noted during the visual inspection. A functional analysis was conducted using a 5f cordis laboratory sample csi. The device was successfully inserted into and withdrawn from the csi without any friction or resistance. Microscopic evaluation was performed under high magnification to assess the sealant sleeves. This analysis confirmed the presence of the frayed/split/torn condition noted during visual inspection. A dimensional analysis could not be performed due to the damage to the sealant sleeves. Verification of sheath compatibility per the device¿s IFU could not be completed as the csi was not returned. However, no anomalies were observed during the insertion/withdrawal test using the 5f cordis lab sample. The reported event of ¿sealant sleeves (cartridge assembly)-separated¿ was not observed through analysis of the returned device since there was no separation noted to the sealant sleeves. However, the sealant sleeves were noted to be frayed/split/torn, which may have been the issue experienced by the user. The exact cause of the damage noted could not be determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to issue experienced by the customer, especially since the sealant sleeves of the returned device were not ¿torn off¿ but frayed/split/torn. However, access site characteristics (reported to have moderate tortuosity with little pvd/calcium), procedural/handling factors (such as not supporting the distal end during insertion into the sheath) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damages noted to the sealant sleeves. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user aware of the risks. As warned in the IFU, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggests that the reported issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.